Event description:
Consumed called to report false readings with their plink meter. Analysis run on clark error grid using mean average readings (317) as ref. Point vs. Bd readings (43, 490) yielded data points in the c/e range of the grid, outside of acceptable limits.